Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, crease, non penetrating nick and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d4, h4, h6.

Event description:
Healthcare professional reported, a right-side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported a right-side rupture. Device has been explanted and replaced.